Manufacturer narrative:
This report is submitted on december 23, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at the implant site and was subsequently prescribed topical antibiotics (date not reported). It was reported that exchanging the magnet strength alleviated the symptoms.